Manufacturer narrative:
Correction: upon review, the pulse generator manufactuer report number (B)(4) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Correction: upon review, the pulse generator manufactuer report number MDR-2018-45865 should have been submitted as a medical device report (MDR) as the event did indicate there was a malfunction. Correction: manufactuer report number MDR-2018-45865-01 should not have been reported as a correction in a medical device report (MDR) as the event did indicate there was a malfunction.

Event description:
It was reported that when patient presented in clinic for a follow up visit, post-paced t-wave oversensing issue was observed. Programming changes were made however the alerts for r-wave oversensing was observed on the rv lead. Patient was brought into the lab on (B)(6)2018 and the lv lead and the rv lead were reversed in the device header to attempt further sensing issues. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, upon device interrogation, non-sustained r-wave oversensing alert was observed. Programming changes were made. The patient continued to have alerts for rv oversensing. The patient was brought into the lab on (B)(6) 2018 and the lv lead and the rv lead were reversed in the device header to attempt further sensing issues. Patient was stable.